Event description:
It was reported that this device was surgically capped due to product performance issue. Subsequently, a new lead was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).